Event description:
Customer reportedly received results of 164 mg/dl and 146 mg/dl on aviva system 1 and 529 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 301599, expiration date 03/31/2010). Reference medwatch report pt (B) (4) is for the suspect device used in system 2.